Manufacturer narrative:
B5. Describe event or problem updated.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The target lesion was located in the left circumflex artery. After engaging the lesion with a guide catheter and crossed with a marvel wire, a 2.0 x 12mm maverick balloon catheter was advanced to predilate the lesion. A 16x2.50mm promus pemier select drug-eluting stent was advanced for treatment. However, upon insertion into the guiding catheter, the stent was not smooth. When the stent was evaluated, it was found out that one of the stent strut was damaged. The procedure was completed with a 2.5 x 28 promus premier select stent. There were no patient complications nor injuries reported. It was further reported that there was no resistance noted when removing the stent protector and mandrel from the device. The haemostatic valve was fully opened during insertion of the device but the stent interacted with the y connector. The patient condition was good.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The target lesion was located in the left circumflex artery. After engaging the lesion with a guide catheter and crossed with a marvel wire, a 2.0 x 12mm maverick balloon catheter was advanced to predilate the lesion. A 16x2.50mm promus pemier select drug-eluting stent was advanced for treatment. However, upon insertion into the guiding catheter, the stent was not smooth. When the stent was evaluated, it was found out that one of the stent strut was damaged. The procedure was completed with a 2.5 x 28 promus premier select stent. There were no patient complications nor injuries reported.